Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator would not trigger a vibratory alert when manually testing it via inductive telemetry. The device's vibratory alert was unable to be tested via radiofrequency (rf) telemetry. No intervention was performed. The patient condition was stable.